Event description:
It was reported that during a regular follow up, this pacemaker longevity measurement went from 4.5 years battery remaining to 2.5 years. Based on this, it is suspected that the battery of this device is depleting faster than expected. Data was not obtained and next follow up is on january of next year. No adverse patient effect were reported.

Event description:
It was reported that during a regular follow up, this pacemaker longevity measurement went from 4.5 years battery remaining to 2.5 years. Data was analyzed and it was determine that due to a increase in the power consumption the device battery is depleting faster than expected. It was recommended that the device is explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to section e: initial reporter and section a1: patient identifier.